Manufacturer narrative:
The investigation has determined that higher than expected biorad and vitros qc results were obtained following the calibration of vitros tsh reagent lot 7200 on a vitros 3600 immunodiagnostic system. The assignable cause was user error, the operator manually entered calibration data rather than performing a wet calibration using calibrator fluids as recommended in the vitros user manual. The quality control results were acceptable after the customer recalibrated vitros tsh lot 7200 with fresh poured calibrator fluids. There is no indication that the vitros 3600 immunodiagnostic system or the vitros tsh reagent malfunctioned.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected biorad and vitros qc results were obtained following the calibration of vitros tsh reagent lot 7200 on a vitros 3600 immunodiagnostic system. Biorad lot 40410, level 3 reuslt of 42.50 versus the expected result of 32.6 miu/ml vitros free thyroid control lot 761, level 2 result of 1.712 versus the expected result of 1.31 miu/ml vitros free thyroid control lot 761, level 3 result of 27.68 versus the expected result of 20.2 miu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tsh results were obtained from non-patient fluids. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).